Manufacturer narrative:
Follow up with be filed if additional information is received.

Event description:
It was reported by dealer that the switch would not alarm and the (B)(4) concentrator would not shift due to the pilot valve and o-ring.